Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing a planned maintenance (pm), the field representative (rep) discovered that the system had a localizer fault error. The rep went into nditoolbox and both the bump and internal temp are triggered - erroneous bump status. There was no patient involvement. Troubleshooting was performed, the field representative (rep) reported that after transferring a known working camera from a different navigation system on site to this system, the camera still would not function. No bump status was detected on known working camera. The rep power cycled the system to check to see if known working positioning sensor unit (psu) would connect but did not connect to cart. After moving the psu back to its original cart the psu functioned as intended andrew suspects that the ethernet cable running from the psu to the core of the camera cart might not be functional.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: unknown, product ID: 9735843, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: the positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu has many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to january 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak). Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced hardware parts. The navigation system then passed the system checkout and was found to be fully functional. B01, c02, c13, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.